Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-nov-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No dev rtn to MFR? No. Mfg date: 10-jun-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the patient complained of pain. It was noted via fluoroscopy that the catheter tip was no longer against the septal wall and had slid into the apex. Perforation of the right ventricle was confirmed with tamponade. Pericardiocentesis was performed which relieve the tamponade and the patient stabilised. The ipg and delivery system were removed. No further patient complications have been reported as a result of this event.